Event description:
It was reported the 2nd lead looked straight prior to placing. No issue with removing stylet. With the 2nd lead the impedance for the 0 contact had >4000 ohms on all contacts. All other contacts were normal. Caller states he has seen the bent lead tip before, but in those cases they were always able to resolve by backing the lead out a little more or changing depth of lead placement. This was the first case he wasn't able to resolve, with changing the position or depth of equipment. They left lead 2 in place and patient could feel stimulation and could get motor response. The 2nd lead had same lot number as 1st lead. It was reported two days later that the high impedances did not resolve. There was no cause identified. It was noted a potential issue with the leads coating. The patient was receiving effective therapy. This lead was used instead of the 1st lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).